Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that the helix of the rvlp was found to be extended during pre-mapping. The lp was attempted to be re-docked but due to misaligned tethers, the rvlp was unable to be docked. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. There were no patient consequences.